Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had mine removed after 5 yaers') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rheumatoid arthritis ("diagnosed with rheumatoid arthritis 2 years ago"), constipation ("constipation") and abdominal discomfort ("upset stomach"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal, rheumatoid arthritis, constipation and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, constipation, medical device removal and rheumatoid arthritis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, rheumatoid arthritis, constipation, upset stomach. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events constipation and upset stomach were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had mine removed after 5 years') and rheumatoid arthritis ('diagnosed with rheumatoid arthritis 2 years ago') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rheumatoid arthritis (seriousness criterion medically significant). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal and rheumatoid arthritis outcome was unknown. The reporter considered medical device removal and rheumatoid arthritis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, rheumatoid arthritis most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had mine removed after 5 years') and rheumatoid arthritis ('diagnosed with rheumatoid arthritis 2 years ago') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rheumatoid arthritis (seriousness criterion medically significant). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal and rheumatoid arthritis outcome was unknown. The reporter considered medical device removal and rheumatoid arthritis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, rheumatoid arthritis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.